Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified artery. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation attempt the inflation pressure failed to go up. The physician noticed that the balloon had ruptured. The balloon was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).